Event description:
It was reported that during a scheduled diagnostic angiogram, it was noted angiographically that, of one of the two unspecified 6x8x40 rx .014 acculink ii carotid stents that had been implanted in a heavily calcified lesion in the non-tortuous, mid left external carotid artery, the proximal stent had fractured. No treatment was required or administered and there were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated implant date it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.